Manufacturer narrative:
UDI : (B)(4). Failure analysis - the valve was visually inspected; it was noted the silicone housing was cut/torn around the siphon guard and marks in the siphon guard were also noted. Root cause - the root cause for the broken silicone housing reported by the customer, was probably caused by a sharp or pointed object coming into contact with the silicone housing, as noted in the IFU silicone has a low cut/tear resistance. The root cause could for the marks in the siphon guard are probably due to sharp or pointed objects.

Event description:
N/a.

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A physician reported a broken certas valve. The valve was implanted for the treatment of hydrocephalus and 5-6 days after, the patient developed swelling. Valve was found with plastic sheath torn, siphonguard broken off, and sitting in pool of csf.